Event description:
It was reported that intracerebral hemorrhage (ich) occurred, requiring hospitalization. A patient presented due to dyspnea, and paroxysmal symptoms of bilateral lower extremity edema with suspected diagnosis of epilepsy. Upon arrival, the blood pressure was recorded at 70/40 mmhg, accompanied by recurrent episodes of syncope and an unclear history of falls. Electrocardiography demonstrated elevated troponin levels. The patient was treated for pulmonary embolism with a total of 12 mg tpa administered via the ekosonic control unit 4.0, after which the catheter was removed. Thirty-six hours post-procedure, the patient developed right sided hemiparesis and confusion; neurology consultation and computed tomography subsequently confirmed an intracerebral hemorrhage (ich). Anticoagulation with heparin had been maintained throughout, and partial thromboplastin time (ptt) remained within the normal range during daily monitoring (60 to 80). The patient declined surgical intervention but demonstrated clinical improvement as assessed by the medical team. A full recovery was anticipated. The patient was undergoing neurological rehabilitation and was discharged.

Manufacturer narrative:
Patient outcome information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.